Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the returned device found the distal tip was broken off. Device was then submitted for fracture analysis which revealed the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. An optical image of the fractured surface reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tip fracture of the set screw inserter cannot be determined. However, the fracture analysis reveals that the tip underwent torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: viper prime set screw inserter. Lot/batch/exp: 2867-50-070. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Used other set screw inserter on tray. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: viper prime screws had been inserted into patient as well as rod. When surgeon placed set screws to secure rod to screw and began to attempt to torque set screw, wrong t handle was used (non torque handle) which resulted in set screw driving tip snapping off inside set screw. Event was recorded in patient notes in case remove of metal work is required in future.